Event description:
When the surgeon applied ml size hemolok clips to the patient by this endoscopic applier, the screw at the jaw loosened. At the same time, surgeon noticed a tiny metal component fell out from the applier. The component, the surgeon could not find the metal component through the laparoscopic, the hospital requested a detailed report on investigating this applier.

Manufacturer narrative:
(B)(4). Per customer provided information the DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4)-piece lot in march of 2016. Recently submitted photos from customer show a tube assembly with the jaw pivot pin slightly pulled thru the outer tube assembly on both sides. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
Qn# (B)(4). The DHR for the late returned instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4)-piece lot in march of 2016. Recently submitted photos from customer show a tube assembly with the jaw pivot pin slightly pulled thru the outer tube assembly on both sides. Evaluation of the returned instrument shows that the outer tube assembly and drive rod that actuates the jaws is bent/damaged. Further evaluation shows that the jaw pivot pin is also pulled thru on one side of the bent/damaged outer tube assembly and the jaws are loose and misaligned to each other in the closed position. We can confirm that there are no components missing from the returned device as received for evaluation. We are unable to determine how the drive rod and outer tube assembly to become bent/damaged and for the jaws to become loose and misaligned and for the jaw pivot pin to be pulled thru one side of the tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
When the surgeon applied ml size hemolok clips to the patient by this endoscopic applier, the screw at the jaw loosened. At the same time, surgeon noticed a tiny metal component fell out from the applier. The component, the surgeon could not find the metal component through the laparoscopic, the hospital requested a detailed report on investigating this applier.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the surgeon applied ml size hemolok clips to the patient by this endoscopic applier, the screw at the jaw loosened. At the same time, surgeon noticed a tiny metal component fell out from the applier. The component, the surgeon could not find the metal component through the laparoscopic, the hospital requested a detailed report on investigating this applier.

Manufacturer narrative:
Qn# (B)(4). Per customer provided information the ohr for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-piece lot in march of 2016. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
When the surgeon applied ml size hemolok clips to the patient by this endoscopic applier, the screw at the jaw loosened. At the same time, surgeon noticed a tiny metal component fell out from the applier. The component, the surgeon could not find the metal component through the laparoscopic, the hospital requested a detailed report on investigating this applier.